Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the customer experienced high blood glucose with the blood glucose of 442 mg/dl. It was unknown if the auto mode feature was active or not at the time of event. The insulin pump alarmed broken force system alarm and blank display. The customer was not able to clear the alarm. The time clock was not visible on the screen. The display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. No further patient complications were reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display, critical pump error (open book image) alarm and insulin pump error 35 alarm found on february 18, 2022. Insulin pump was received with a critical pump error (open book image) alarm. No blank display noted. Unable to verify insulin pump error 35 alarm and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Unable to generate power management graph due to critical pump error (open book image) alarm. Insulin pump failed to open the download window as per by-pass steps and displayed critical pump error (open book image) alarm immediately preventing download of firmware using crest and or history files and traces using thus. Per r&d engineer, this could happen if the hw test failed in the mutable boot loader (intern). Suspecting the hw. Insulin pump was cut open to perform visual inspection and found corrosion on the electronic assembly and vibrator assembly noted. No corrosion or moisture damage found on the force sensor and motor assembly noted. Force sensor zero offset within specification (23.6 millivolt). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Blank display was not confirmed. Unable to verify insulin pump error 35 alarm due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was confirmed. Unable to download firmware using crest and or history files and traces using thus were confirmed. Critical pump error (open book image) alarm and unable to download firmware, history files and traces due to corrosion on the electronic assembly and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.